Event description:
Reportable based on analysis approved on (B)(4) 2013. It was reported that during a percutaneous coronary intervention procedure, difficulty crossing the lesion occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous right coronary artery (rca). A 2.75x28mm promus element plus stent delivery system was used to treat the target lesion. After pre dilating the lesion, the stent was being advanced but failed to cross the lesion. The procedure was not completed due to this event. A medication treatment was decided to watch the patients' condition. There were no patient complications reported and the patients status post procedure was stable. However, analysis found distal edge of the stent was damaged.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was receive for analysis. A visual examination of the returned device found that the hypotube was kinked at 13.4cm distal to the strain relief. An examination of the crimped stent found that the distal edge of the stent was damaged. It is noted that the kink and damage to the stent are consistent with excessive forces having been applied to the device, possibly during the physician's failed attempts to cross the lesion. No other issues were noted with the stent and the stent was securely crimped onto the balloon. No issues existed with the profile of the tip section of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).